Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device would not open. Tore staple line while trying to open. Surgeon hand sutured the torn area. There was no pt consequence.